Event description:
It was reported that the patient had no simulation sensation and the device could not be interrogated. About six months later, the patient underwent surgery to check the device. The leads were checked with an external stimulator and were functionally ok, but the ipg still could not be interrogated. The ipg was explanted. No surgical complications were reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was no output or telemetry from the ipg. No electrical anomalies were discovered and it was assumed normal end of life.